Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a recommended replacement time (rrt) alert on the device. The next day, the voltage was 1.7 volts and at end of service (eos). The device was scheduled to be explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned for analysis. Performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated current leakage in an integrated circuit. Hybrid analysis initially observed a nominal functioning device. After approximately an hour a power on reset was encountered followed by a high system current drain and a no tel-c condition. Isolation of the failure to the radio frequency module was accomplished by removing the power supplied by severing the connection. Hybrid analysis demonstrated that the radio frequency module supplies did not startup properly and that the radio frequency module was drawing excessive current. The failure mechanism within the radio frequency module was not determined. If information is provided in the future, a supplemental report will be issued.